Manufacturer narrative:
Device evaluation is in process. A follow-up medwatch report will be filed with device evaluation results and root cause analysis.

Event description:
Per the customer, the laser power seemed to be high during the last 2 ipl treatments, causing minor burning/blistering. Per the customer, there were no issues with the ipl prior to the last two treatments. Customer reported that per the physician, one pt who was followed on 11/27/2006 appeared to have developed a secondary infection of the blister. This pt was started on oral antibiotic and centeny antibiotic ointment (mupirocin 2%). Customer was advised to suspend use of the device pending evaluation by lumenis service.